Manufacturer narrative:
Full evaluation will occur upon receipt of returned product.

Event description:
Choked [choking]. Gagged [retching]. Top portion of the toothbrush head came off in mouth - oral-b [device breakage]. Consumer via e-mail stated that while brushing their teeth today, the top portion of the oral-b brush head came off in their mouth. They choked and gagged, and fortunately did not swallow it. No serious injury was reported.

Manufacturer narrative:
22-jul-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Choked [choking]. Gagged [retching]. Top portion of the toothbrush head came off in mouth - oral-b [device breakage] product counterfeit [product counterfeit]. Consumer via e-mail stated that while brushing their teeth today, the top portion of the oral-b brush head came off in their mouth. They choked and gagged, and fortunately did not swallow it. No serious injury was reported.